Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the impeded lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: corrected e1 - initial reporter, name and address. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, that the patient was unable to set their ipg in MRI mode, due to high impedance on one of their scs leads. As a result, surgical intervention may take place at a later date to address the issue. It is unknown, which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads. However, it is unknown, which lead. Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI#: (B)(4), serial#: (B)(6), batch: a00073157.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.